Event description:
The offset connector and bone screw at the iliac bone junction is disengaged. The disengaged parts remain in the pt.

Manufacturer narrative:
Add'l part involved. 6.5 mm x 50 mm length, polyaxial bone screw, part number 82065-50. Associated with same 510k submission indicated in section g. The offset connector and bone screw at the iliac bone junction is disengaged. The disengaged parts remain in the pt. Regulatory affairs was made aware of incident by surgeon, who performed surgery in 2006.